Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The medtronic representative recalibrated the ultrasound (us) to resolve the issue after which, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a planned maintenance (pm) on their navigation system, it was determined that the ultrasound calibration seem to be off. The position of the tumor (head with tumor) differs by approximately 1 centimeter between us image and computed tomography (CT) / magnetic resonance imaging (mr). No further details regarding the behavior were provided. There was no patient present when this issue was identified.